Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the video-assisted thoracoscopic surgery for multiple pulmonary bullae, on the 4th firing, after fired, noted some staples malformed with irregular shape. Changed another ecr60b, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.